Event description:
A family member reported that the patient experienced a blood glucose (bg) of 530 mg/dl. The family member reported that the patient's bg started to increase the previous day. The patient's bg at the time of the call was 499 mg/dl. The family member reported that the pump has had a larger prime volume recently. He reported that he believes the pump not delivering boluses appropriately as well as the large prime volume issue attributed to the patient's elevated bg. The family member reported that the prime volume was 37.7 units instead of the normal 10 units. The family member reported that the patient accidentally pulled the tubing off the cartridge but the supplies had been changed. The family member reported that the patient was diagnosed with hypothyroidism. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that there were no alarms related to the event. The pump was exercised for 29 hours with no insulin delivery issues occurring. Rewind, load, and prime steps were successfully performed during testing. There were no defects found during investigation; the complaint could not be confirmed or duplicated. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.